Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4)medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began about 2 weeks ago. Patient stated the controller was not coming on and it wouldn't charge and it was doing all sorts of things and it just kept getting worse. Patient notified medtronic representative (rep) of the issue and the rep advised the patient to call patient services if resetting the controller did not help. Pt stated their controller is unresponsive again. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery and confirmed controller was 90% and implant was 70%. Patient then connected the recharger and confirmed recharging excellent. After few min, the controller went blank and pt unplugged the recharger and controller became responsive again. Pt denied damage on recharger. Agent emailed repair to replace recharger. Pt stated they have an appt on monday with megan zimmer at dr squires office, and they did ask mdt rep to come in and check implant, no allegations were made.